Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, a patient experienced a posterior capsule tear, in the left eye, due to excessive pressure. The surgeon was moving from sculpt to quad mode. The phaco handpiece was switched out to continue the case. The intraocular lens was placed into the sulcus. No treatment required.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported a patient experienced a posterior capsule (pc) tear due to excessive pressure during cataract surgery. The surgeon was moving from sculpting to quad when the event occurred. A new phaco handpiece (hp) was used to complete the case. No anterior vitrectomy was needed. The intraocular lens (iol) was inserted into the sulcus. The surgeon has isolated the issue to be with the hp, but she could not give me any specifics as to why. The hp has been set aside for evaluation by a company representative next week. At this time, the customer does not want to return the hp and stated that service was not being requested for the system. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system or phaco handpiece had any effect on the integrity of the posterior capsule.¿ the company representative did not indicate finding any issues that would be associated with the reported event. The phaco handpiece was found to function as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on may 10, 2007. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to function as intended; therefore, the root cause of the reported events cannot be established. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).